Manufacturer narrative:
Follow-up further revealed that the patient's body with the device still implanted underwent the alkaline hydrolysis process (B)(6) 2010 when the device was retrieved from the liquefied remains. The power on reset that occurred coincides with the date the alkaline hydrolyses process was completed. It was further discovered that the patient's device and leads, trans telephonically, looked and appeared normal three months prior to death. A MDR supplemental will be created to add this additional information. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was pulled apart due to overstress, there was a white substance on the outer insulation, there was apparent explant damage and the lead was stretched.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was pulled apart due to overstress, there was a white substance on the outer insulation, there was apparent explant damage and the lead was stretched.

Event description:
The device was returned to the manufacturer, after the patient's death, analyzed, and tested out of specification. It was reported that the cause of death is lung cancer.

Event description:
The device was returned to the manufacturer, after the patient's death, analyzed, and tested out of specification. It was reported that the cause of death is lung cancer.